Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient is recovering from having peritonitis. The patient does not remember when the symptoms started or when it was diagnosed. The patient is currently on antibiotics to treat it. Attempts to obtain additional information were unsuccessful. No further details pertaining to the peritonitis event were provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient is recovering from having peritonitis. The patient does not remember when the symptoms started or when it was diagnosed. The patient is currently on antibiotics to treat it. Attempts to obtain additional information were unsuccessful. No further details pertaining to the peritonitis event were provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient is recovering from having peritonitis. The patient does not remember when the symptoms started or when it was diagnosed. The patient is currently on antibiotics to treat it. Attempts to obtain additional information were unsuccessful. No further details pertaining to the peritonitis event were provided.

Manufacturer narrative:
Correction: a2, a3.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty select cycler and cycler set. Although no information related to the cause of the peritonitis or the pd effluent culture results were obtained, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation or evidence of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is recovering from having peritonitis. The patient does not remember when the symptoms started or when it was diagnosed. The patient is currently on antibiotics to treat it. Attempts to obtain additional information were unsuccessful. No further details pertaining to the peritonitis event were provided.